Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and missing end cap sticker. Unable to test for battery out limit alarm due to the unresponsive buttons.

Event description:
Customer reported the keypad was not working on his insulin pump. The customer also reported at battery out limit alarm. The customer stated the insulin pump was not working past the main menu. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from his inulin pump and revert to a back-up plan. No additional information provided.